Manufacturer narrative:
Evaluation results: inherent risk of procedure (death). Evaluation conclusions: inherent risk of procedure (death). (B)(4).

Event description:
During index procedure patient had one endeavor sprint drug-eluting stent was implanted in the rca. Approximately 35 months post index procedure, the patient expired. Cause of death was reported as 'convulsion'. The death was assessed as a cardiac death. Investigator assessed that the event was not related to the study device.